Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the reservoir had air bubbles and that he was not able to use them. The blood glucose reading was not given. The reservoirs were replaced but not returned for analysis.